Event description:
Healthcare professional reported left side implant rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b6, d1, d2, d4, d6a, h4, h6.

Event description:
Healthcare professional reported, implant rupture. Device remains implanted. This relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g3: aware date of supplemental medwatch #1. Aware date should have been listed as 01/may/2024.

Event description:
Previous emdr submitted noted rupture. Upon further information, abbvie has determined that this record is a duplicate record, hence unreporting rupture. Please refer mrn # 9617229-2024-05763 as the operating record for this complaint.

Manufacturer narrative:
Previous emdr submitted noted rupture. Upon further information, abbvie has determined that this record is a duplicate record, hence unreporting rupture. Please refer mrn# 9617229-2024-05763 as the operating record for this complaint.

Event description:
Previous emdr submitted noted rupture. Upon further information, abbvie has determined that this record is a duplicate record, hence unreporting rupture. Please refer mrn# 9617229-2024-05763 as the operating record for this complaint.